Event description:
The customer reported that the patient had a heart rate of 240 per the masimo device but the actual heart rate is in 70s. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. Product not returned.